Event description:
(B)(4). Unexplained weight gain, clotty periods, exhaustion, migraines, joint pain, swelling, dizziness, no sex drive, sharp stabbing like pains during period, major belly bloat, abnormal pap (glandular cells).